Manufacturer narrative:
(B)(4). Batch # u5dy8p. (B)(4). Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with an ecr45w reload loaded on the device. The reload was received partially fired 1/10, reload body was noted to be damaged, on the inner channel and with sled broken. Upon evaluation of the reload, the reload body, and the one piece sled were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed with the returned reload due to the received condition. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. During the visual analysis of two photos, the following was observed: the photos show an echelon flex 45 device and a loose reload inside of its opened package and the sled of reload appears to be partially advance. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported that during the biliary reconstruction surgery, could not fire farther after fired 1/2 when severing bile duct tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.